Manufacturer narrative:
Sample info was not provided. Controls were run before the incident and recovered within specifications. H3: service info was not provided for this event. Raw data analysis was performed. The analysis identified that the sample showed double neutrophil populations with one of the populations merged into the eosinophil region. The software algorithm identified this population as eosinophils. There were instrument generated messages of lmm ne 1 and lmm ne 2. (See page 3 of 3 for definitions of flags). The root cause cannot be determined. Sample abnormality is a potential cause. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00578, 00580.

Event description:
Customer reported erroneous elevated eosinophil% and decreased neutrophil% for a specific sample when using a coulter lh 750 hematology analyzer on (B)(6) 2008. There were instrument generated flags with the results. The test results were reviewed prior to release per laboratory protocol for test results with elevated eosinophil%. The erroneous test results were not reported out of the laboratory. No records of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 2 of 3 events reported by this customer for the second of three analyzers.